Manufacturer narrative:
Corrected data: h6 - medical device problem code 1494: off-label use (under 21 yrs of age at date of implantation) added to initial MDR. Claim#: (B)(4).

Event description:
The reporter indicated that on (B)(6) 2023 a 12.6mm vticm5_12.6 implantable collamer lens of -12.0/2.5/094 (sphere/cylinder/axis) tore/broke before/during injection/delivery into the patients right eye (od). Intraoperatively the lens was removed and replaced and the problem resolved.

Manufacturer narrative:
H6 - type of investigation - lens work. Order search: no similar complaint type events reported for units within the same lot, (B)(4).